Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received "scan error" and "sensor error" messages and was unable to obtain readings. A reading of 300 mg/dl was obtained on an unspecified device and customer was treated with insulin (dose/type unspecified) by third-party. No symptoms were reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. As the date of event reported by the caller succeeds the case awareness date, the date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the freestyle libre sensor. Customer received "scan error" and "sensor error" messages and was unable to obtain readings. A reading of 300 mg/dl was obtained on an unspecified device and customer was treated with insulin (dose/type unspecified) by third-party. No symptoms were reported. There was no report of death or permanent impairment associated with this event.